Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
The pump passed the dat test.

Event description:
It was reported that the customer had a dissatisfaction with the insulin pump. The customer's blood glucose was unknown mg/dl. The customer was asked if she wants to troubleshoot but she declined. The customer was advised that we can replaced the insulin pump with out troubleshootng but if the issues continues we will have to troubleshoot.